Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular and left ventricular leads could not be implanted due to the patient's anatomy. Another right ventricular and left ventricular lead was implanted. No patient complications were reported as a result of this event.